Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
The health care provider (hcp) reported that the catheter was attempted to be aspirated and they could not aspirate. They did a revision on (B)(6) 2015. The hcp needed help with calculations. At the time of revision, there was a 66.4cm spinal segment and a 27.9cm pump segment. The hcp removed 28.5cm from the spinal segment (pulled catheter from intrathecal space) and also trimmed 1cm from the pump segment still in the body. (66.4-28.5-1=36.9cm). They took the 8782 and removed 40.3 = 46.1 + 36.9 = 83 + 27.9 = 110.9 x 0.0022 = 0.244 for new catheter volume. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The system was delivering morphine at 5mg/ml and 0.5mg/day. The cause of the issue is unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.